Manufacturer narrative:
Patient medical history includes but is not limited to: hypertension, pvd. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an infrarenal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2021, follow-up angiogram identified a possible proximal type I or type ii endoleak. The patient underwent retintervention and two gore® excluder® conformable aortic extender components were implanted and resolved the endoleak. During the procedure a proximal type I endoleak was confirmed, reported to caused by disease progression seen both proximally and distally. The patient tolerated the procedure and is reported to be doing fine.